Event description:
It was reported that during a lap partial nephrectomy procedure, the devices did not fire properly and resulted in bleeding. They converted to an open procedure.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.